Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller reports patient is presently hospitalized. Patient has not been able to urinate and caller is wondering if it is possible that the stimulator might be off. The patient has interstim for urinary frequency but is currently not able to urinate. Patient fell while in the hospital on their hip hit their head. Troubleshooting was unable to be performed as patient was not present. The caller is not able to be with the patient but dropped the patient's programmer off at the hospital and expects hospital staff to contact for assistance using the programmer to check therapy status. No further complications were reported.